Event description:
Allegedly the ion percentage measured in blood where hip prosthesis have been installed is too high.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no additional information has been received at this time. No patient, catalog number, or event dates have been advised. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The product was not returned. There is not enough information available for further investigation.